Manufacturer narrative:
(B)(4).

Event description:
It was reported fluoroscopic images of the patient's left ventricular lead indicated the lead was dislodged. Interrogation of the patient's device revealed the lead exhibited loss of capture. Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was replaced. No adverse consequences were reported. The patient is enrolled in (B)(6).